Manufacturer narrative:
The device sample was not returned for evaluation. Manufacturing / inspection records were review and an inventory evaluation was performed, no related issues were found. Based on the limited information (no sample, no photo) the complaint could not be confirmed. Device not returned.

Event description:
The customer alleges "a leak was detected on the cuff of two et tubes." No other details were provided and no patient injury/harm reported.